Event description:
During the coil embolization of an ophthalmic artery aneurysm, the patient suffered an embolism. Immediately after the procedure the patient was stable and was discharged four days post procedure in a stable condition with good recuperation. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.